Manufacturer narrative:
The tenaculum forceps instrument was analyzed and found to have a frayed grip cable at the grip hub. Some filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument was noted to have broken cables. No fragment fell into patient. The procedure was completed with no patient harm. The issue did not cause any delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the tenaculum forceps instrument be returned for failure analysis investigation. As of the date of this report, the product has not yet been received to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.